Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site name exceeds character limitations: ((B)(6)).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws did not work. No energy to the jaws. No patient effects or delays reported. Opened up another vh-4000 to complete case.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, d9, e1 (event site name), g3, g6, h2, h3, h6, h11. Due to character limitation in e1 for event site name, the full event site name is (B)(6). The lot # 3000477434 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.